Event description:
It was reported that the patient had inappropriate shocks due to a supraventricular tachycardia. The patient was carrying a heavy object while climbing stairs at the time of the event. The patient reportedly lost consciousness. At the device check, the electrograms were reviewed. The heart rate appears to be approximately 170-180 bpm. Assuming the programming has not changed from the most recent LATITUDE settings available, the Conditional Shock Zone was set to 170 bpm, and the Shock Zone was set to 180 bpm. Technical Services advised If therapy in this rate zone is not considered necessary, please consider increasing the therapy initiation zone. There were no additional adverse patient effects. The system remains implanted.